Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdh991, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparotomy incisional hernia repair on (B)(6) 2019 and suture was used. During the procedure, when closing the midline fascia, the suture broke off the needle. A different device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.